Event description:
The customer reports two occurrences of the single use distal cover coming off an evis exera iii duodenovideoscope during a procedure. Case with patient identifier (B)(6) reports the distal cover used in procedure 1 of 2. Case with patient identifier (B)(6) reports the scope used in procedure 1 of 2. Case with patient identifier (B)(6) reports the distal cover used in procedure 2 of 2. Case with patient identifier (B)(6) reports the scope used in procedure 2 of 2. Procedure two: the customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover fell off the scope in the patient¿s esophagus as the scope was being removed. The distal cover was retrieved using a gif scope and biopsy forceps. The patient did not experience any adverse effects as a result of the distal cover coming off. The patient¿s current condition is described as good. There were no procedural anatomical challenges that could have caused or contributed to the distal cover coming off. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. No anti-fogging agents were used during the procedure. There were no endotherapy devices used during the procedure